Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2017. During the investigation, the unit was witnessed switching on automatically, as per the reported fault, and was failing to power off correctly. The fault was attributed to a failure of mosfet q37, which forms part of the on/off switching circuitry. The fault could not be replicated after replacing q37. This confirmed the failure of this component. Furthermore, the failed q37 had drawn excess through resistor r166, resulting in a secondary failure of r166. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Nothing touches the AED itself on friday or this morning, but the announcement ¿please turn 119 immediately¿ will be heard. There was no patient involved in this event.